Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent. (B)(4).

Event description:
It was reported that on or about (B)(6) 2009, the plaintiff was implanted with a monarc sling. The device was implanted with the intention of treating her urinary incontinence. The plaintiff suffered from severe pain, infections and scarring, and cannot engage in sexual relations. The plaintiff experienced significant physical, psychological and emotional pain and suffering, depression, and has sustained permanent and debilitating injuries. There were no additional pt complications reported in relation to this event.